Event description:
On (B)(6) 2012, it was reported that the infusion set separated from her infusion device. The pt uses a competitor¿s infusion device. She stated that the connecting part of the infusion set that attaches to the insulin cartridge broke off and the infusion tubing became completely separated from the connector. The pt replaced the infusion set and did not have any further issues. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.